Manufacturer narrative:
It was reported that a proximal line alarm occurred. The customer stated that the proximal line was connected and the alarm occurred and the average air reading was -0.7 standard liter per minute (slpm). The remote service engineer (rse) advised the customer to perform a performance verification test (pvt). Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal line alarm occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a proximal line alarm occurred. The customer stated that the proximal line was connected and the alarm occurred and the average air reading was -0.7 standard liter per minute (slpm). The remote service engineer (rse) advised the customer to perform a performance verification test (pvt). The investigation is ongoing.